Event description:
It was reported the patient's stimulation was turning on and there was no indication of an accident. The patient's symptoms were in both of his legs. The patient was in good condition. Patient was scheduled for reprogramming. Additional information has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).